Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pounds per square inch (psi) testing in the biomedical service department. The device alarmed when the downstream occlusion was observed and the reading was over 22 psi. There was no patient involvement. No additional information is available.